Manufacturer narrative:
The device was returned for evaluation. Analysis is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device runs continuously. There was no patient impact or injury.

Manufacturer narrative:
The complaint could not be verified as the device could not be located. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported that the device ran continuously without being activated.